Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronic assembly. Unable to perform any tests including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, operating currents, self test, unexpected restart or off no power tests due to the blank display. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device was exposed to water. Customer's blood glucose was unknown. Screen was fogging up and customer was unable to read the display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.